Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the intra-op event: what does it mean the suture ¿tip of the needle broke off when using the suture¿? Was this needle breakage or pull off (detached from the needle)? Please confirm that the needle piece was removed from the patient during the same procedure? Were x-rays taken to locate the needle? What tissue/location was suturing when needle broke or pull off occurred? Were there any unexpected outcomes or complications as a result of ¿tip of the needle broke off when using the suture¿during the intra op event? Procedure name? Lot number? Device return status/follow up?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. During the procedure, the tip of the suture broke off. There were no adverse patient consequences reported. No additional information was provided.